Event description:
It was reported that the patient returned to the operating room (or) on (B)(6) 2022 due to bleeding. The patient was later confirmed to have an embolic cerebrovascular accident (cva) from a computed tomography angiography (cta). The patient successfully underwent an aspiration thrombectomy in interventional radiology (ir). The following day the patient was able to follow commands and move lower extremities bilaterally. Although the patient showed some decreased strength in the left side compared to the right. Right upper extremity was appropriate, but the patient was unable to move his left upper extremity at all. The patient is planned to have a speech evaluation following extubation and to continue to work with physical and occupational therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported embolic stroke and bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.